Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display went black and generated an alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
No repair information is available at this time. (B)(4).